Event description:
Ref imp #(B)(4).

Manufacturer narrative:
. Additional manufacturer narrative: the device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. No malfunction was found. All functions were checked, communicate w/cns (central monitoring system), burned in for 3 days and no problem could be found. Completed all steps per maintenance check sheet in service manual. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
This receiver cannot receive pt info on any channel. Device exchange and return of defective device requested for failure investigation.